Manufacturer narrative:
(B)(4). Analysis of neurostimulator (B)(4) found the device to be functionally okay with no anomalies. Good stable output was observed on each electrode pair, and the device passed the automated test console. Impedances were tested with the returned neurostimulator, leads, and extensions. The returned system components were assembled and normal impedances were measured on all circuits and electrode pair combinations. Analysis of leads (model 3878) found no anomalies. The leads were functionally okay continuity was acceptable with no shorts. Analysis of the extensions (model 37081, (B)(4) and (B)(4)) found no anomalies. The extensions were functionally okay. Continuity was acceptable with no shorts.

Event description:
It was reported that the implanted neurostimulator was turned on for the first time the day after implant. The pt did not feel stimulation. Impedances were measured and showed >10,000 ohms on both leads. The first lead was implanted on (B)(6) 2011, and the second lead was implanted on (B)(6) 2011. Lead trials were initiated at the time each lead was implanted, and the pt was able to feel stimulation. Add'l info has been requested, but was not available as of the date of this report.